Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl sunday (B)(6): 10:34 pm 545, 10:35 pm 71, 10:36 pm 62, 10:38 pm 64, 10:42 pm 67. Customer said that he was feeling low when he had the readings. Was feeling shaky and was able to drink a glass of cranberry juice and ate half of a banana on his own. Started feeling better in 15 minutes but did not retest. Caller reported a separate comparison, different day, same system: 9:24 pm 592, 9:25 pm 84. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.